Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified lesion located in the mid right coronary artery. A 4.5 x 8 mm nc trek balloon catheter was advanced to the target lesion for post-dilatation, and after inflation a few times at 18 atmospheres, the balloon would only partially deflate. During withdrawal there was resistance between the nc trek and the guide catheter; therefore the balloon catheter was removed with the guiding catheter as a single unit. The procedure was successfully completed at this point. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the reported IFU violations caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device from the guiding catheter appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.